Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge change error message occurred. Blood glucose (bg) level was 345 mg/dl. A new cartridge was successfully loaded to address the event.